Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain mild to severe'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included genital bleeding (not recovered prior to essure), cholecystectomy, obstructive sleep apnea syndrome, kidney stone and periodic limb movement disorder. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012, seasonique from (B)(6) 2012 and mirena from (B)(6) 2010 to (B)(6) 2012. Concomitant products included calcium acetate from (B)(6) 2015 to (B)(6) 2017, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2017, cyanocobalamin from (B)(6) 2015 to (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 and magnesium carbonate from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: weight gain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: vaginal"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 4 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pruritus ("rashes or skin conditions type: constant itching"). The patient was treated with surgery (ablation, ablation and hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, pruritus, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, uterine leiomyoma, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The patient tolerated the procedure extremely well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. This case is incident now. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression & mental anguish, rashes or skin conditions type: constant itching, migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: irritable bowel syndrome, other injury(ies) or complication (s) please describe: fibroid, hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain mild to severe/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('genital abnormal bleeding') in a 39-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included genital bleeding (not recovered prior to essure), cholecystectomy, obstructive sleep apnea syndrome, kidney stone and periodic limb movement disorder. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2012, seasonique from (B)(6) 2012 to (B)(6) 2012 and mirena from (B)(6) 2010 to (B)(6) 2012. Concomitant products included calcium acetate from (B)(6) 2015 to (B)(6) 2017, cefradine (vicodine) from (B)(6) 2017 to (B)(6) 2017, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2017, cyanocobalamin from (B)(6) 2015 to (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, magnesium carbonate from (B)(6) 2015 to (B)(6) 2017 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2017 to (B)(6) 2017. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: weight gain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury / mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: vaginal") and vaginal infection ("vaginal infection"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 4 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced pruritus ("rashes or skin conditions type: constant itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract infection ("bladder/urinary problems: uti (interpreted as urinary tract infection)"). The patient was treated with surgery (ablation, ablation and hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal discharge, urinary tract infection and vaginal infection had resolved and the vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, pruritus, migraine, nausea, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, uterine leiomyoma, alopecia, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs discrepancy: date of removal previously reported (B)(6) 2017 now it is reported (B)(6) 2012. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia,genital abnormal bleeding, uti ,vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: pelvic pain , vaginal hemorrhage, vaginal discharge. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain mild to severe'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 39-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included genital bleeding (not recovered prior to essure), cholecystectomy, obstructive sleep apnea syndrome, kidney stone and periodic limb movement disorder. Previously administered products included for an unreported indication: depo-provera from july 2012 to october 2012, seasonique from april 2012 to july 2012 and mirena from august 2010 to april 2012. Concomitant products included calcium acetate from february 2015 to may 2017, cholecalciferol (cholecalciferol) from february 2015 to may 2017, cyanocobalamin from february 2015 to may 2017, ferrous sulfate from february 2015 to may 2017, ibuprofen from april 2017 to july 2017 and magnesium carbonate from february 2015 to may 2017. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: weight gain"). In october 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In december 2013, the patient experienced nausea ("nausea"). In august 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: vaginal"). In october 2014, the patient experienced vaginal discharge ("vaginal discharge"). In february 2015, the patient experienced fatigue ("fatigue"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 4 years 7 months after insertion of essure. In may 2017, the patient experienced migraine ("migraines / headaches"). In june 2017, the patient experienced pruritus ("rashes or skin conditions type: constant itching"). The patient was treated with surgery (ablation, ablation and hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, pruritus, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, uterine leiomyoma, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs the patient tolerated the procedure extremely well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: a06329 manufacture date: 2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain mild to severe/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('genital abnormal bleeding') in a 39-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included genital bleeding (not recovered prior to essure), cholecystectomy, obstructive sleep apnea syndrome, kidney stone and periodic limb movement disorder. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012, seasonique from (B)(6) 2012 and mirena from (B)(6) 2010 to (B)(6) 2012. Concomitant products included calcium acetate from (B)(6) 2015 to (B)(6) 2017, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2017, cyanocobalamin from (B)(6) 2015 to (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 and magnesium carbonate from (B)(6) 2015 to (B)(6) 2017. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss: weight gain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)type: vaginal"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 4 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pruritus ("rashes or skin conditions type: constant itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti (interpreted as urinary tract infection)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage, urinary tract infection and vaginal infection had resolved and the vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, pruritus, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, uterine leiomyoma, alopecia, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs discrepancy: date of removal previously reported (B)(6) 2017 now it is reported (B)(6) 2012. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia,genital abnormal bleeding, uti ,vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events abdominal pain, genital abnormal bleeding, vaginal infection, urinary tract infection were added. Updated outcome of events menorrhagia from unknown to recovered / resolved. Lab data was updated. Reporter¿s information was added. Patient¿s demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.